Manufacturer narrative:
H1. Type of reportable event was corrected to serious injury. Correction: h6: patient code: e2403 is not applicable to this event. Continuation of d10: product ID 8709sc lot#/serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type catheter, section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd:2013-02-25 , UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n283046003 serial# implanted:(B)(6) 2011; explanted: (B)(6) 2024; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen 50 mcg per day 1000 mcg/ml via an implantable pump. It was reported that the pump was replaced because it had reached the end of its service life. When the pocket was opened, the catheter was completely disconnected from the old pump. The physician elected to replace the entire system. It was reported that spasticity symptoms did not improve before the pump replacement, despite the managing physician increased daily dose. The cause of the event was unknown. The catheter was discarded. Outcome: the issue was resolved. The patient was alive.